Manufacturer narrative:
It was reported that there was suspicion of immune-related rejection of the bovine tissue; however, this has not been confirmed. Device disposition not presently known.

Event description:
A crown cna23 valve was implanted in 2016. Recently, echocardiogram showed vegetation on the valve with evidence of early dysfunction. Exploratory surgery was performed: it was reported that the tissue samples looked normal, and no endocarditis was identified. The valve was explanted and replaced with a valve of unknown model and size.

Manufacturer narrative:
The returned material was received in a paraffin block containing a sample of the tissue from the explanted valve. The complete valve was not received for analysis. Investigation is ongoing.

Event description:
A crown cna23 valve was implanted in (B)(6) 2016 during a concomitant maze procedure and exclusion of the laa, in a patient with a hypertrophic heart and a pseudo-bicuspid, calcific, severely stenotic aotic valve with moderate ar and preserved lv function. Intraoperative toe confirmed adequate valve function, with no evidence of para-prosthetic leak. In 2017, echocardiogram showed vegetation on the valve with evidence of early dysfunction. In (B)(6) 2018, exploratory surgery was performed. The operation reported indicated inflammatory-like changes to the aortic valve leaflets, with a relatively narrow lvot, and with the valve annulus incorporated into the surrounding tissue. The valve was explanted and replaced with a mechanical on-x, size 19 valve after reportedly thorough sizing. Perioperative echocardiogram showed a small paravalvular leak in the non-coronary sinus. For this reason, cross-clamp was reapplied, and the leak was closed. Transesophageal echo confirmed good functionality of the newly implanted valve and decreased contractility of the right ventricle. For this reason, balloon counterpulsion was introduced and the patient was transferred to itu. The patient reportedly died on (B)(6) 2018. However, there was no indication of the patient's death or post-operative condition in the operation report, and the cause of death was not indicated.

Manufacturer narrative:
The device sample has been returned to the customer following their request, and it was received on 18 jun 2019. Updating the reporting due to the new device location. The remainder of the information and the result of the investigation previously submitted are unchanged.

Manufacturer narrative:
Histological analysis revealed that the collagen bundles in the leaflet were disrupted, homogenated and defibrated, mostly under both the mesothelial and the mediastinic surfaces. Some cell nuclei are necrotic. A blood clot was present on the mediastinic surface, and red blood cells were present. Macrophages and giant cells as a reaction to a foreign body were not detected in the pericardium. Due to the small size of the returned tissue sample, no further investigation was possible. The origin of the valve dysfunction could not be determined from the histological analysis performed, and the root cause of the event therefore cannot be determined.